Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patients hips squeak. He has no pain but hears a noise when he walking on an incline. He had his right hip replacement in (B)(6) of 2006 and left hip replacement in (B)(6) 2006. He is unsure of which side (left or right) the catalog and lot numbers provided are for. This is for the patients right hip replacement.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: not performed as no clinical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there has been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patients hips squeak. He has no pain but hears a noise when he walking on an incline. He had his right hip replacement in (B)(6) 2006 and left hip replacement in (B)(6) 2006. He is unsure of which side (left or right) the catalog and lot numbers provided are for. This is for the patients right hip replacement.